Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned lens showed the lens was returned dry and there was no visible damage observed. A lens work order search revealed that there were no similar complaints found from this work order. According to fema (failure modes and effect analysis) it has been determined that inadequate vault is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of white to white measurements, based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used) and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
(B)(4) surgical procedure, secondary; explant, lens, vaulting. (B)(4).

Event description:
The surgeon inserted the icm120v4 12.0mm implantable collamer lens on (B)(6) 2010 and the lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.